Event description:
It was reported that the ventilator was being rolled down the hall and the trolley wheel fell off and the ventilator fell over. The ventilator did not hit anyone when it fell over. No patient has been involved, the device was not connected to a patient.

Manufacturer narrative:
The reported event was related to a caster not fixed appropriately. The caster has been discarded by the hospital after the biomed repaired the device. Therefore, an investigation of the caster was not possible. In case of a partial unthreaded caster the stability of the device is noticeable reduced. The check of the casters tightness is described in the service documentation and has to be done during the preventive maintenance check. The quality data concerning this problem are inconspicuous, the event is assessed to be an isolated case.